Event description:
The customer reported that the jaws of the device remained locked after activation on tissue. Another device was used to open the jaws and remove it from the pt. There was no pt

Manufacturer narrative:
(B)(4). The sample has been requested, but to date, the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.